Event description:
Device was implanted in 1998. It is reported that pt developed pain in june 2003. X-ray and bone scan were initially negative but they developed increasing pain and rapid osteolysis on both acetabular and femoral sides. Eccentric liner was noted for the past year. Device was revised 6 months later. At time of surgery, the locking mechanism was intact. The missing portion of rim was fractured prior to extraction. The ring was spread and liner removed uneventfully (marginal deformity as seen from extraction). The liner fracture was noted in situ.